Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light. The key failure is the elastic cord got stuck in the fan causing the over heating and shut down. Provider states re-secured elastic cord.